Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a back flow. The tubing set was being used to deliver a 2000 ml solution container of an unspecified nutritional therapy, via an unspecified gemstar pump. The customer contact reported that the infusion parameters were 1700 ml for 12 hours. It was reported that more or less at the middle of the delivery, an unspecified volume of blood back flowed. It was reported that the volume of blood was not so important. It was reported that the delivery was stopped and that the patient did not receive all of the therapy. No specific details were provided. The customer contact reported a delay of therapy critical to this patient; however, it was reported that there were no changes in the patient's condition. There were no reported adverse patient effects. There were no reported medical interventions. No additional information was provided.